Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm on event date. It is reported that the external iliac vessels were small, without calcium or tortuosity. The physician deployed the stent graft on the ipsilateral side through a 22 french sheath without difficulty. It is reported that when the physician pulled back both the 16 french sheath on the right side and the 22 french sheath on the left side, both the right and left iliac arteries were dissected. The dissected iliac arteries were repaired with self-expanding stents. The patient is fine and no additional clinical sequelae were reported. No other information is available.